Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that unit will periodically show a red x and will not power on. There was no report of patient involvement.